Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of system error 105 but was unable to reproduce. Evaluation observed the system error 105 when the unit was powered on due to a failed motor assembly. The failed motor assembly was replaced.